Event description:
The customer contacted physio-control to report that their device locked up and gave a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Failure analysis center (fac) performed a further evaluation of the replaced parts. The fac was unable to duplicate the reported issue when testing the replaced parts both independently and together, therefore a specific root cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the system, ui pcb and printer repair kit proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device locked up and gave a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.